Event description:
It was reported that the implantable pacemaker alerted for right ventricular automatic threshold (rvat) test detected as > programmed amplitude or suspended due to low evoked response (ER) on this right ventricular (rv) lead. Prior to the failed rvat a sudden increase in rv threshold was noted from 0.4v (volts) to 3v and the pacing impedance decreased by greater than 30 percent from 1257 ohms to 642 ohms. Capture cannot be confirmed on the presenting electrogram (egm) due to the absence of paced beats. Further in-office review of the rv lead was recommended. This alert will not retrigger until the device is interrogated with a programmer. At this time, the device and lead remain in service. No adverse patient effects were reported.